Event description:
The reporter stated that the valve was implanted three years ago. The patient developed headaches, pain and pressure on her side. The valve was removed and replaced.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.